Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that since the patient's last procedure on (B)(6) 2016, their stomach had been swollen and painful. It was swollen to the point where the patient couldn't wear any underwear and it was like they were pregnant. The last procedure the patient had put in the part that went to their vagina. Prior to this procedure the patient had a little swelling since 2016, but it was not this bad. There were no trauma or falls that could be related to the issue. The patient fell in (B)(6) 2016 prior to implant, but didn't think the swelling was due to the fall. The patient would follow-up with their health care provider (hcp) about this issue. The indication for use for this patient was gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.